Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual examination of the reload noted that it was partially fired. Staple pushers were visible at the 2cm cut line indicating the point where the handle compression had stopped. During functional testing, the reload was loaded into a post market vigilance instrument (0193). The reload was then applied to the test media and all remaining staples were placed properly and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during the sleeve gastrectomy procedure, the device stopped firing 10mm into the firing and the staple line was incomplete at the distal end. To fix the staple line, the physician retracted the reload and fired again, then oversewed. The patient is alive and has no injury. The device is expected to be returned for evaluation.